Event description:
Additional information received noted that the patient was seen in-clinic for further assessment. No further episodes showing oversensing with pacing inhibition were recorded post-programming changes. No further non-sustained rv oversensing episodes suggesting intermittent rv loss of capture were noted either. All performed tests were stable. Rv pacing lead impedance was assessed repetitively during the isometric testing. Only small variations in the measured values were noted, and no out of range impedance measurements were noted. Additional programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine check. Upon testing, right ventricular (rv) oversensing with pacing inhibition was noted on the rv lead. Evocative testing was performed without managing to reproduce the oversensing. The physician suspected it may had been myopotential oversensing. Possible intermittent rv loss of capture and lead damage were suspected. Programming changes were made. The patient was stable.